Event description:
It was reported that the customer had a piston that had gotten stuck on a demo insulin pump. Customer was not sure if other alarms had occurred since the pump has been a demo at a hospital. Insulin pump will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with pump error during rewind due to force sensor out of specifications. We were unable to perform displacement, rewind, seating and basic occlusion tests due to error alarm. The insulin pump was received with cracked/starched reservoir tube lip.